Event description:
Information was received from a patient with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that for probably a couple of weeks they have poor coupling when recharging and they have an issue where the recharger will show the charge sufficient screen so they will start the charge session again but the battery will show not full. The patient stated that it¿s exacerbating. The patient tried repositioning the antenna on bare skin but this did not resolve the issue. It was reviewed to reposition the antenna over the ins and to turn the antenna dial through all 4 positions. The patient turned the dial and got 2 boxes and the poor coupling screen. The issue was not resolved. The patient was redirected to follow up with their healthcare professional (hcp). There were no patient symptoms reported and no complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding a patient. It was reported that the patient was (B)(6) pounds when they first noticed the poor coupling. The cause of the poor coupling was reported to be due to confusion about the proper procedure for recharging. They had met with a manufacturer representative (rep) on (B)(6) 2017, and received education on how to recharge. After meeting with the rep, the poor coupling and the recharger showing the battery was full when it wasn't full were resolved. No symptoms were reported and no further complications were reported or anticipated.